Event description:
It was reported that the pump was explanted because the flow rate stopped. It was reported that the pt developed an abcess before the pump was explanted.

Manufacturer narrative:
MFR control no dc97-1027. The sample has been returned to arrow. Examination of the sample revealed that blood was present in the capillary tube which caused the occlusion and resultant loss of flow. Product labeling warns not to aspirate either pump septum, since permanent occlusion of the drug pathway can occur.